Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, occlusion test, prime test, and excessive no delivery alarm test. No motor error alarm was noted. The motor was tested outside of the device and passed. The insulin pump had minor scratches on the display window, a scratched reservoir tube window, cracked reservoir tube lip, cracked belt clip slot, a stained address and serial number label and a stained end cap sticker.

Event description:
Customer's mother reported that the insulin pump returned a motor error alarm one to two months prior to the call. Caller reported that the most recent motor error alarm occurred during bolus. Customer did not recall any significant events leading up to the error alarm. Blood glucose level was not provided. No further information was provided.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.